Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the right atrial (ra) lead dislodged during a pulsed field ablation (pfa) a-fib and a watchman procedure. The physician performed both procedures without any issues. However, at the end of the procedure, he noted that the ra pacing lead from the implantable pacemaker had dislodged. They removed all sheaths and catheters and then prepared for the re-positioning of the ra lead. It is unknown when the lead became dislodged. The pacemaker was placed in (B)(6) 2024. Both the a-fib and watchman procedures were successful. The patient had fully recovered. The faradrive steerable sheath is not expected to return as it was disposed.